Event description:
It was reported that during a sigmoidectomy procedure, at first, the device was inserted by the transanal route and fired with double stapling technique. It was found that some staples were not deployed and the anastomosis was not complete. Then the tissue of the anus side was cut again and purse suturing was performed on the anus side to insert the anvil. The instrument was inserted into the colon and the site was re-anastomosed. It was found that the deployed staples were unformed. Another device was used to complete the procedure. There were no adverse consequences for the patient. Reinforcement product was not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device b: (B)(4); other # = g5yn83 (batch #); exp date = 03/06/2015, MFR date: 4/6/2010. (Device b): (B)(4) anvil_not returned. Device a arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device b arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.